Event description:
It was reported that a female patient underwent unspecified breast surgery with 400cc mentor memorygel breast implant and experienced right side swollen breast, and MRI showed right side rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 8, 2022, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 17, 2022, mentor became aware that the bilateral replacement surgery with catalog number 3503754bc; serial number (B)(6) on the left side, and with catalog number 3503754bc; serial number (B)(6) on the right side was (B)(6) 2022. Mentor was also made aware that the device was discarded and photo was sent for evaluation. Once photo evaluation is completed, supplemental report will be submitted. Following fields have been updated on this form: is required intervention has been selected under section b; field b2 fields d6b for explantation date have been updated to november 2, 2022. Field h6 health effect - impact code ¿device explantation¿ has been added field h6 type of investigation has been updated to "device discarded" reason for device explant and/or reoperation: right rupture and local reaction manufacturer¿s reference number: (B)(4).